Event description:
Pt was implanted with elevate in 2009. Pt reported new onset stress urinary incontinence aprox. Two weeks after surgery. He site reported severity as mild. Possibly procedure related, but not related to device.